Event description:
Received additional information stating the physician updated the assessment of the patient's left arm pain from device to procedure related.

Event description:
Updated information was received. An angioplasty of the right external iliac was done, and the right external iliac artery stenosis was resolved. The investigator attributed the left arm pain to the intentionally covered left subclavian artery, and this event was noted to be resolved following a lsa bypass.

Event description:
A valiant stent graft was implanted in zone 2 for the emergent endovascular treatment of a ruptured aorta located at the isthmus, 10mm distal to the lsa, and the extent of the injury included a pseudoaneurysm. Proximal aorta was 25 mm in diameter. Right and left iliac arteries were 9 mm in diameter. The right and left femoral arteries were 7 mm in diameter. Approximately 5 months post index procedure the patient presented with right calf pain. The patient recovered with treatment. The investigator assessed this event to not be related to the study device but to the study procedure. One month later the patient presented with left arm pain that was left untreated. The investigator assessed this event to be related to the study device but not to the study procedure. Six months later during a routine follow-up, a CT with contrast discovered stenosis of the external iliac. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (extremity pain), (unknown cause of event). Evaluation, conclusion: (unknown cause of event).

Event description:
Additional information was received. It was reported that the patient had a left external iliac peritoneal hemorrhage which required repair of the artery by using stitches. The investigator assessed the event as not device but procedure related.

Manufacturer narrative:
(B)(4).